Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the results of a clinical trial, that approximately eleven months post placement of a left upper arm vascular graft, the patient was admitted to the hospital for thrombosis of vascular access. The patient underwent a thrombectomy procedure for surgical revision of venous anastomosis, and endophlebectomy of the axillary vein. Reportedly, an endophlebectomy was performed and the patency of the proximal portion of the axillary vein was restored. Good retrograde blood flow was achieved. Patient discharged on hospital day two.